Event description:
User reported experiencing discrepant sodium results. The following forty-five patient examples were provided: patient #, initial/repeat (all units mmol/l). #1, 127/133; #2, 128/136; #3, 128/135; #4, 133/141; #5, 129/136; #6, 132/138; #7, 134/141; #8, 128/137; #9 133/141, #10, 129/136; #11, 131/138; #12, 132/138; #13, 134/141 #14,132/138; #15,127/134; #16,126/133 #17,132/142; #18,134/140; #19, 132/140; #20, 129/136; #21, 130/137; #22,131/138 #23, 123/130; #24, 128/135; #25, 129/136; #26, 130/137; #27, 132/138; #28, 128/135; #29, 133/139; #30, 133/139; #31, 133/140; #32, 131/140; #33, 126/134; #34, 130/138; #35, 133/139; #36, 126/132; #37, 133/139; #38, 129/139; #39, 128/135; #40, 130/137; #41, 128/135; #42, 136/143; #43, 133/141; #44, 128/137; #45, 132/140. The initial results were reported, the patients were not adversely affected. The field service representative was unable to determine root cause but noted he replaced sipper probe, pinch tubing, and all electrodes. Performance tests performed which were within specification.